Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/26/2007, 07/27/2007 and 07/31/2007 by phone, fax and mail. Add'l info was received 07/31/2007 and 08/01/2007 by phone and mail.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reports seeing starbursts. Pt outcome and prognosis reported as "unk" by the surgeon.